Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error and no image likely occurred due to a loose cable with the light source device or a possible failure of the circuit board. The specific root cause could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed getting a b30 error on all scopes. The customer wiped the scope connector with alcohol however, the issue persisted. The customer was not in front of the unit during the call however, tac advised removing and reseating the maj-1933 from both units. The customer called back the next day and additionally reported an image lost while using the cv-190 and the clv-190. The customer mentioned that the unit was sent in previously for repair for the same problem. Tac informed the customer that since a 190 scope was being utilized, the issue was related to the light source. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error. In addition, the unit was unable to show image. The event occurred during procedure. There was no patient harm or user injury reported due to the event.